Event description:
Reference number: (B)(6). Event occurred in the united states. It was reported that the patient faced six infusion sets packaging issue event on (B)(6) 2026. Patient stated that the primary packaging had a missing plastic seal. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 6.